Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the scs logs were sent to tech services weeks ago but they haven¿t received an analysis response from them yet. Issue is not resolved.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that there weren't any environmental factors that they knew of that would affect the implant. The cause of the stimulation turning off by itself was unknown. Rep reported they checked the impedances and connections, retrieved the logs, sent them to tech services, and have gotten no response. The information has been confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ins keeps shutting off since over a year pt met with reps. Patient stated they are thinking about replacing the ins. Pt stated the ins moved in feb 2024 - the patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a manufacturer representative. Regarding a patient, who was implanted with an implantable neurostimulator (ins). It was reported, that a pain stim implantable pulse generator (ipg) experienced issues, with stimulation turning off unexpectedly and not holding a charge. Depleting rapidly, over the past year. The patient reported, these issues. And it was noted, that impedances were fine. Troubleshooting steps included creating a medtronic file and sending instructions for downloading and sending session and medtronic reports for further analysis. The resolution involved educating the customer and providing information. No patient complications have been reported, as a result of this event.